Manufacturer narrative:
This is an x-coated infant tubing pack. As of 09/03/2015 no sample has been received for this complaint. A device history record review was performed. There were some transducers noted to be defective during the build and were identified as "rm defect". Inprocess inspection requires 100% of the transducers are inspected for cracks. Based on history, if there was a crack, the crack would likely be on the female port. Associate awareness training occurs as part of the quality system. (B)(4).

Event description:
It was reported by the customer that they had a leaky argon pressure transducer during a case. This issue did not cause a delay in the case, the pressure transducer was not changed out and the surgery was completed successfully. Per clinical review: review of the pack specs, there are 2-pressure transducers in the pack. One is likely used to measure arterial line pressure of the cpb circuit and the other is likely used to measure cardioplegia delivery pressure. These transducers are connected to the cpb circuit via pressure tubing. The tubing and transducer are primed with crystalloid solution during set-up of the perfusion circuit. The cpb circuit is pressurized during priming and the leak may have been identified during priming. In this case, a connection may have been secured and the leak would likely stop. This would result in no loss of blood. If the leak occurred during cpb, some very minor blood loss (a few drops) might be observed and again the connection would be secured or attempted to be secured. If the leak were to continue, the perfusionist would turn off the fluid path to the transducer or change the transducer out. Since, according to the complaint information, the transducer was not changed out, the leak was either corrected (tighten connections) or was very small and tolerated. Expected blood loss would be minimal (if any) and most likely less than 5 ml.